Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: 7 years and 5 months. The pump was not returned for evaluation. A correlation between the device and the patient events could not be determined. The instructions for use lists stroke, bleeding and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient experienced a hemorrhagic stroke on (B)(6) 2015 with hemiparesis and impaired consciousness. The patient¿s inr was 3.65 at the time and warfarin anticoagulation therapy was stopped after the event. The patient subsequently expired on (B)(6) 2015 with the cause of death noted as hemorrhagic stroke. Additional supporting information regarding the patient¿s death stated the patient had a previous ischemic stroke (date not specified), had experienced a driveline infection in (B)(6) 2015, and had been on lvad support for 8 years. No additional information was received.